Manufacturer narrative:
This report is submitted on february 24, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site and was treated with oral and topical antibiotics (specific date and duration not reported); however, the issue could not be resolved. Subsequently, the patient experienced wound dehiscence, exposing the implant. The device was explanted on (B)(6) 2022 and the wound was cleaned and trimmed. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on february 24, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site and was treated with oral and topical antibiotics (specific date and duration not reported); however, the issue could not be resolved. Subsequently, the patient experienced wound dehiscence, exposing the implant. The device was explanted on (B)(6) 2022 and the wound was cleaned and trimmed. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 23, 2022.